Event description:
It was reported that there was a loss of therapeutic effect. It was stated that a returned of tremor was noticed "about a month ago or so" following a fall. It was indicated that the device "may have been damaged." It was noted that the patient had more than one fall in the past. The patient reportedly had "more" tremor on the left side and the tremors were "quite frequent, more so than normal." Additional information was requested but not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v821660, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v821660, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).